Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: 10/03/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported,the pfs reports bone infection that led to deterioration, but there is no mention of this within the medical records provided. The pfs also reports skin rash, audio impairment, heart irregularity, popping and clicking in hip, and skin irritation on scalp reportedly due to metallosis. There is no new additional information that would affect the existing investigation. The complaint was updated on: 10/25/2016.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to pain and elevated metal ions levels.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.